Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. The device was returned for analysis, and the complaint was confirmed. Visual inspection showed that the spindle cap was cracked at multiple edges. The damage was sufficient to preclude functional testing. The damage indicates this failure was likely due to a combination of deployment against resistance (e.g. Bone) and physician failing to correctly attach the inserter to the spacer. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event.

Event description:
It was reported that the device was tested multiple times and passed; however, during deployment, it could not be opened. Implant positioning was verified, and although the laminae was notably thick, deployment occurred dorsally to the laminae. After troubleshooting, the implant was removed. At that point, the driver was unable to engage with the implant. One of the prongs appeared bent, and the implant cap showed signs of damage. A new implant was used to successfully complete the procedure. The case experienced a delay of approximately ten minutes.